Event description:
Philips received a complaint from a customer regarding a v60 ventilator, reporting a high-priority alarm: ¿oxygen not available / high o2 pressure.¿ there was no patient involvement at the time the issue was identified. There was no report of patient or user harm. A biomed evaluated the device with assistance from a remote service engineer (rse) and confirmed the reported condition. The unit was removed from service as a precaution. Upon investigation, the o2 (oxygen) inlet pressure read 93.5 psi, and one e-cylinder o2 tank was found delivering unregulated 2000 psi to the ventilator. All oxygen sources were disconnected from the transport manifold and the ventilator, after which the inlet pressure read zero. Only the wall o2 supply was reconnected, resulting in an inlet pressure of 45.5 psi. The ventilator was then operated in ventilation mode and no longer alarmed for high o2 or no o2 available. The customer was advised that the o2 supply must be regulated between 45¿87 psi and to remove the unregulated e-cylinder from service. The investigation concludes that no further action is required at this time. If additional information becomes available, the complaint file will be reopened, and a supplemental report will be submitted.